Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A nanocross pta balloon was intended to be used. The device was prepped as per the IFU with no issues identified. It was reported balloon burst at an unknown pressure. Another device was used to complete the case. No patient injury was reported.

Manufacturer narrative:
Product analysis: the device was returned with the balloon in a post-inflated state, the device was flushed, and a 0.014¿ guidewire was loaded. An indeflator was used to inflate the balloon but it would not hold pressure. A hole was found on the proximal end of the balloon where the water leaked out, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.